Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that esc button was not responding and was not able to complete priming. Customer's blood glucose was 90 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked connector. The pump also had minor scratches on the lcd window.